Event description:
The patient reported that the pump arrow buttons were intermittently responding and requiring increased force to respond. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2016 with the following findings: the up and down buttons were unresponsive. Contamination was found on all of the button contacts. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was found to be cracked.